Event description:
The physician has a difficult time placing the catheter. The pt developed a headache and some classic signs of a wet tap. The physician performed a blood patch and sutured the skin at the site following removal of the catheter. Three days later, the pt was diagnosed with bacterial meningitis and was treated for same. The reporter does not feel that the meningitis is product related.